Event description:
Insufficient weight loss due to failure of ultrafiltration (uf) pump. There was no pt injury or med intervention.

Manufacturer narrative:
Device was being used for pt treatment at time of failure. There were no known physiological or procedural factors involved. Review of dtf history does not apply. Review of cpf history for this specific serial number machine does not indicate that this has been recurring condition since this machine was released to field. Secondary search of dtf history for this lot showed that pump from this lot number shut off when getting hot. However, info collected in this investigation for returned uf pump showed that two are not related. Test procedure followed: qara 146 sec 1.5; revision: j., 341555002, c. Gts (gambro technical services) replaced uf pump, due to insufficient weight removal. Pump was received by MFR for investigation on 3/3/1998. Termal fuse was connected to ohm meter and tested. Meter indicated "ol" or 00.1 ohms, depending on how fuse was held. Further investigation showed that this was due to poor connection where wires enter body of fuse. Thermal fuse was disassembled and it was verified that wax had not melted previously, thus confirming that reported condition in this complaint was due to poor wire connection where wires enter body of fuse. Since this failure would definitely cause symptoms reported, and since loose wire have no relationship to rest of pump functions, no further investigation of pump is required. Attempt to contact gts rep to find out more info on this incident was unsuccessful. However, most likely, since machine has over 4000 hours of operation, thermal fuse was replaced during preventive maintenance or during thermal fuse field action last fall. To help detect ultrafiltration pump thermal fuse failures and to verify ultrafiltration system integrity, it is recommmended in the centrysystem operator's manual that autotest be performed: prior to first treatment of day, if machine has been turned off, it pt weight discrepancy is discovered, or after any clean, disinfect, acid rinse, or rinse function (p. 3-19, version 1995/10). Operator is also instructed to perform a kuf comparison of calculated value to actual value after treatment begins. This verifies that ultrafiltration rate is as expected. However, if thermal fuse fails aftger treatment begins, there is no alarm and treatment could be completed with insufficient weight removal. Only indication of failure after treatment began would be drop in ultrafiltration rate. This issue will continue to be trended as part of gambro healthcare corrective action system and management review team. Any further investigations, analyses, and/or corrective actions taken on this complaint issue will be determined by and documented in this corrective action review process. Sales, service, and/or customer contacts: no.